Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. The confianza pro 12 guide wire was exchanged for a prowater guide wire and a non-abbott balloon was then advanced into the sub-intimal space to a site adjacent to the patent true lumen. A non-abbott guide wire was exchanged for a pilot 200 guide wire which could not pass through the stingray guide wire tract. A pilot 50 guide wire was successfully advanced into the distal vessel through the tract that was created by a non-abbott guide wire. The vessel was ultimately treated with a non-abbott balloon re-establishing normal blood flow. Three overlapping promus stents were successfully deployed. Final angiography revealed wide patency of the vessel with restoration of normal timi iii blood flow. The patient's hemodynamics rapidly improved and the patient was quickly weaned from vasopressor agents. The time spent attempting to re-cross the abrupt closure was 28 minutes. The following day, the patient was extubated and iabp was removed. The remainder of the hospital course was uncomplicated. Additional comments provided by the author of the article: interventionalists that would be interested in our article will not view this as a failure of the abbott guide wires but more of an anatomic problem that needed to be overcome using specialized tools. Prolapsed. The customer reported the guide was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article; bailout antegrade coronary reentry with the stingray balloon and guidewire in the setting of an acute myocardial infarction and cardiogenic shock (pages e211-e214) authors: talhat azemi, daniel b. Fram and jeffrey a. Hirst. Jeffrey a. Hirst, md, hartford cardiac lab, suite 1022, 85 seymour street, hartford, CT 06106. E-mail: jhirst@harthosp.org publication: published online 16 march 2013 in wiley online library (wileyonlinelibrary.com).

Manufacturer narrative:
(B)(4). With the information provided, the relation between the guide wire and the reported information such as prolapse of the guide wire during use, abrupt closure of the vessel with recurrent shock, the vessel not being rewired, medication, mechanical treatment, temporary pace-maker, ventricular fibrillation and bradycardia, the reported vessel dissection could not be determined. The warnings section of the instructions for use (IFU) describes: coronary artery dissection as one possible complication and adverse event of guide wire use. Review of the lot history record and similar incident query could not be conducted because the lot number was not provided.

Event description:
The following event was noted during literature review entitled "bailout antegrade coronary reentry with the stingray balloon and guidewire in the setting of an acute myocardial infarction and cardiogenic shock": the patient presented to the emergency room with severe sub-sternal chest pressure and a syncopal episode. Echocardiogram (ECG) demonstrated an acute inferior wall myocardial infarction and third degree heart block. Angiography demonstrated ruptured plaque of the right coronary artery (rca) and severe stenosis at the ostium of the rca with timi I blood flow. A .014 prowater guide wire was advanced through the ostial rca and the lesion was dilated using an unspecified balloon. While attempting to place an unspecified drug-eluting stent, the unspecified guiding catheter and the prowater guide wire prolapsed from the rca back into the aorta. Repeat angiography demonstrated abrupt closure of the rca with recurrent shock. Due to a dissection caused by dilatation and acute angulation of the rca, the vessel could not be re-wired. Hemodynamics steadily deteriorated, requiring placement of an intra-aortic balloon pump (iabp), increasing vasopressor support, and mechanical ventilation. A temporary right ventricular pacemaker was placed for severe bradycardia. Ventricular fibrillation occurred requiring repeated defibrillations. The patient's hemodynamics stabilized. A .014 prowater guide wire was loaded through a non-abbott dilatation catheter. The prowater guide wire was then exchanged for a .014 confianza pro 12 guide wire which could not be advanced into the true lumen.